Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 12mm x 2.50mm, eccentric, de novo target lesion was located in the tortuous and non-calcified left anterior descending artery. The lesion contained >=90 degrees bend. Following pre-dilatation with maverick balloon catheter, a 3.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion and a significant bent was noted on the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal and mid-section stent damage with struts lifted. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 270mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 12mm x 2.50mm, eccentric, de novo target lesion was located in the tortuous and non-calcified left anterior descending artery. The lesion contained >=90 degrees bend. Following pre-dilatation with maverick balloon catheter, a 3.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion and a significant bent was noted on the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.